Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) of regw0938 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that "cut in table drape. Had to open another kit because of sterility issue." No other information was provided.

Event description:
It was reported by the customer that "cut in table drape. Had to open another kit because of sterility issue." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged drape is inconclusive due to poor sample condition. One table drape was returned for evaluation without product packaging. The drape was expanded in order to inspect the material. A slit in the drape was observed to be present. The edges of the split appeared to be slightly course. Based on the characteristics of the returned sample, possible contributing factors include damage during handling, sharp instrument damage, and exposure to a sharp edge. The condition of the component prior to kit opening and handling is unknown; therefore, the complaint could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.